Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event left hand cellulitis (pt: injection site cellulitis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00067960, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to the reported lot number.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse(+). Batch number was reported as a00067960 (expiry date: 07/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00067960 (expiry date: 07/2024). After the radiesse(+) injection, the patient experienced that her hands swelled and that she was in extreme pain. According to the physician, it was left hand cellulitis. The patient was advised to visit an infectious disease physician. As corrective treatment, the patient received intravenous (IV) antibiotics. The outcome of the event was unknown.